Manufacturer narrative:
(B)(4). Concomitant medical products: persona tibia cemented stemmed catalog # 42532006402 lot # 63066334. Stem extension tapered cemented 14 mm diameter +30 mm length catalog # 42557000114 lot # 63094419. Articular surface fixed bearing posterior stabilized (ps) right 11 mm height catalog # 42522400411 lot # 62981928. 2.5 mm female hex screw 25 mm length catalog # 42509902525 lot # 63120520. Headless trocar drill pin 3.2 mm diameter 75 mm length catalog # 00590102000 lot # 63154945. Customer has indicated that the product will not be returned because it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2022-01242.

Event description:
It was reported patient underwent a revision procedure seven years post implantation due to pain and tibial loosening. The patient was suspected and treated for subclinical occult infection. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - femur. Reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Medical records review indicates serial bone scan indicated progressive loosening of the patient¿s components, normal appearing synovial fluid, poly in excellent condition, no gross loosening of the components, tibia well fixed, the cement implant interface and the bone implant interface of the femoral component seemed to be somewhat compromised, procedure completed without further complications or significant findings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.